Event description:
Additional information showed the patient was receiving 'harsh stimulation' from their device, and was told there was a 'short.' It was stated the device 'failed.'

Event description:
Additional information received reported that the manufacturer representative would meet with the patient on 2013 (B)(6) at the health care professional's (hcp) office.

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the event was attributed to the implantable neurostimulator (ins) and implantable pulse generator. It was noted that the issue was unknown. It was noted that an explant had occurred. It was noted that the ins was explanted. It was noted that x-rays were done on 2014 (B)(6) and 2011 (B)(6). It was noted that a CT was done in (B)(6) 2011. It was noted that reprogramming occurred on 2011 (B)(6) and 2012 (B)(6). It was noted that the patient outcome was non-serious injury or illness.

Event description:
Additional information received reported that the harsh stimulation was intolerable and the patient got the sensations whether it was on or off. The patient had the device off. An impedance check was performed and it was found there were impedances over 3,000 ohms.

Event description:
It was reported that while stimulation was turned off, the following occurred: the patient was feeling stim surges in her whole face for the past couple of months. The healthcare provider had performed a xray but did not see any issues with implant via xray. In later reporting it was noted that while stimulation was turned off, the following occurred: the patient experienced a shocking or jolting sensation. It didn't happen all the time but when it did it caused pain. The patient also noted a loss of therapeutic effect. The event or symptoms occurred following a fall. The patient was at home in fair status. The patient was trying to figure out how to get the system working again. Since device hadn't been working the patient was realizing how much it really helped her pain in her face. Due to the nature of the lead placement, outside the dura in the sensory cortex, and the length of time the patient had been impl anted, it made it very challenging to remove without injury to the patient.

Event description:
Additional information received reported that an impedance check run at 0.5v showed all contacts were open with impedances >4000. It was noted the patient has an appointment with their healthcare professional on (B)(6) 2013. It was further noted that stimulation was currently turned off, all parameters were at the lowest possible settings, and the magnet feature was turned off. The reporter stated that further intervention would be discussed at the patient's appointment.

Event description:
Additional information received reported that the patient wanted to have the device checked for a possible short to see if the patient had to get the system removed. It was noted that the patient stated "we know if failed and could not have it replaced at this time." It was noted that the patient stated that the issues was not the battery; "the implant itself had failed." It was noted that "the last time impedances were ran the numbers were so bizarre and they did not know what they meant." It was noted that the patient had turned of the switch, decreased the amplitude, the rate cycling is at lowest at 1 minute every 24 hours. It was noted that the patient had gotten a sensation that the patient felt like it was not normal tics. It was noted that the patient had facial pain disorder. It was noted that it had not happened for a while and just recently (about a week ago) and may have had one in between but did not know and was having the sensation ago. It was noted that the patient had not called the health care professional (hcp) because the pain was not the normal pain sensation. It was noted that it was the sensation that the patient experienced when the stimulation was on and the patient had turned it off. It was noted that the patient had a clinician programmer that allowed the patient to change all the setting but did not allow them to run and impedance check. It was noted that the patient wanted to know if they needed to get the system removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an overstimulation sensation. It was noted that the patient had increased baseline pain. It was noted that this occurred following a fall. It was noted that the symptoms were located on the left side of the face. It was reported that the implantable neurostimulator (ins) was off and the amplitude was at 0.00 and the rate and pulse width are at the lowest possible setting and the magnetic switch was off. It was noted that the patient stated they previously reported some real slam bang sensations in the left side of their face that were exceedingly unpleasant. It was noted that the same sensation occurred again on (B)(6) 2013. It was noted that these were not the sensations from the trigeminal neuralgia or phantom face pain, those sensations are in a very specified area. It was noted that the tics were in the upper part of the face. It was noted that this time it went to the patient's nose. It was noted that it had happened the past three days. It was noted that the patient considered calling the health care professional (hcp) to have the system removed. It was noted that the battery failed and no one knows quite why it failed. It was noted that the ins was on the right but it stimulated the left side of the face. It was noted that there was no output. It was noted that the stimulation helped a lot for 20 years. It was noted that it failed. It was noted that the patient stated that the original wire had been in for 20 years and wondered if it wears out. It was noted that the wire looked good on a CT scan. It was noted that as it started to fail, the effectiveness was diminished and the patient stated to notice the sensations. It was noted that a manufacturer representative checked the lead impedances and the numbers were crazy. It was noted that the initial episode was so painful that the patient dropped to their knees and cried for 30 minutes. It was noted that this was when the manufacturer representative checked the impedances and thought it was the implant. It was noted that the tics were brief, like 30 seconds. It was noted that the patient took 2 neurontin when they felt the last episode coming on and the neurontin didn't touch it whereas the neurontin did help with the trigeminal neuralgia or phantom face pain, it was noted that the last episode started wearing off little by little. It was noted that the patient described the sensation as little fingers all over their face. It was not really an electric shock, that's what the trigeminal neuralgia was. It was noted that there was sharp little electric strikes going all at once to make a big one. It was noted that this was scattered all over the face and focused around the nose and chin. It was noted that the trigeminal neuralgia was a line of pain. It was noted that the implantable neurostimulator (ins) provided cortical stimulation. It was noted that the implant had been completely off for 4 to 6 months. It was noted that the patient stated that the episode were happening less and less. Lease note that additional information regarding this event has been reported in manufacturer report #3004209178-2011-08476. All further information received regarding this event will be reported in the current report, manufacturer report #3004209178-2012-02497.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2000, product type lead. Product ID 7434a, serial # (B)(4), product type programmer.